Manufacturer narrative:
The device is not returned. As such, an actual device evaluation is not performed. An evaluation is done based on historical records and communication. This supplemental report is being submitted to provide this information. Please see the updates in sections: g4, g7, h2, h3, h4, h6, and h10. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. The reported issue for the device was that the b30 scope communication error was observed for the 190 series scopes. Bio-med reported that the end user has been turning off only the light source at the end of the procedure. End user would remove the scope and then add a different scope for the next procedure and then power on the light source. Recommendation communicated to the biomed is to turn both the processor light source off between procedures. Debris and dust on the device was also to be checked. Subsequently, the customer informed that there were no issue to the device and the device was not returned. It is likely that the issue occcured when the electrical contact of the scope connector was contaminated with foreign matter such as dust or chemical residue, or when the user used the instrument with the scope connector section not sufficiently dry. The instructions for use includes the following statements: before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts are completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and light source may malfunction. Do not clean the output socket, other connectors, or the ac power inlet. Cleaning them can deform or corrode the contacts resulting in damage to the light source.

Manufacturer narrative:
Due diligence was executed for this event. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, a b30 scope communication error was observed for the device with the 190 series scopes. There was no reported patient involvement.